Manufacturer narrative:
Correction on initial report: d.1 & d.4. Additional information provided; b.3 & d.11.

Event description:
It was reported from oncology that the extension tubing set filter leaked during a combined chemotherapy infusion of etoposide, vincristine, adriamycinhen while using the anti-syphon valve. There was no harm to the adult patient.

Event description:
It was reported from oncology that the extension tubing set filter leaked during a combined chemotherapy infusion of etoposide, vincristine, adriamycinhen while using the anti-syphon valve. There was no harm to the adult patient.

Manufacturer narrative:
Additional information provided: a.2, a.3 & b.5.

Manufacturer narrative:
Correction on follow-up(1): b.3 (disregard date of event) corrected h6 patient code to 2199 from 3190. Additional information provided: b.5, b.7, d.4, d.11 & g.5.

Event description:
It was reported from the oncology unit on 3 separate occasions with the same patient that at around the 18 hour mark the 0.2 micron low protein binding filter leaked. A drop of liquid was seen on one of the air holes of the filter. The nurse would then change the filter set after the leak was noticed. The set-up was the same all three times and included a primary tubing set, the 0.2 micron low protein binding filter extension set, an anti-siphon valve and a ¿phaseal optima¿. Infusing was combined chemotherapy drugs etoposide, vincristine, and adriamycin, in the same bag. It was reported that the leak only happened when the anti-siphon valve was used. After speaking to a rep, the nurses began clamping the tubing before flushing and this ¿seems to have resolved our issue¿. There were no adverse effects to the patient as a result of this event.

Manufacturer narrative:
Patient information requested but not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from oncology that the extension tubing set leaked when using the anti-syphon valve.